Event description:
It was reported that during a balloon angioplasty procedure, a balloon rupture occurred. Details of the lesion are unknown. The physician stated "he has seen circumferential ruptures with the gladiator balloons". No other additional information is available. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: as the device has not been returned a technical analysis could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).